Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing with the device, the two inner rows of staples on the sleeve side were not formed, the legs were straight. The staples in the outer on the sleeve side were formed properly. All three rows of staples on the other side were fine. A black reload was being used, the old type. During the firing, the surgeon reported that he heard the sound of crunching plastic and the blade dug into the side of the reload cartridge. The case was completed with another like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Cartridge, drivers, one piece sled the analysis found that one plee60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer fully fired and the two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.